Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.

Event description:
It was reported that the left ventricular lead had elevated thresholds. It was noted that later measurements indicated that the threshold had returned to normal levels. The lead is still in use. No patient complications were reported as a result of this event.